Manufacturer narrative:
Block h6: imdrf device code activation, positioning or separation problem (a15) captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2025. During the procedure, the clip was difficult to deploy. The procedure was completed with the original device. There were no patient complications reported as a result of this event.